Event description:
After being treated with gore excluder aaa endoprostheses for a ruptured abdominal aortic aneurysm on (B)(6) 2006, and again on (B)(6) 2008, the patient continued to experience aneurysm enlargement due to a possible type ii endoleak.

Manufacturer narrative:
The manufacturing records review verified that the lots met all pre-release specifications. Additional devices: pxc181000/#04549790, pxl161207/#04352170, pxc161000/#04385334, pxc141000/#04297540, pxa230300/#04445493, pxc201000/#06209208.